Event description:
Device worked and cut fine for about 4 minutes. Dr. Said was resecting a large uterine fibroid. Device blade either dulled or device suction got clogged. New device (myosure reach) was opened to complete the procedure safely. Rep will call device into company technical support and send back for device evaluation.